Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that it was not possible to download the data from the controller with the monitor. They have tried several monitors and data cables and no results. The controller was replaced. The patient tolerated the exchange without any issues.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "failure to download the data from the controller with the monitor". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to a displaced gasket in port 1. The failure was not related to the reported event. Heartware has opened an investigation to evaluate gasket anomalies. The reported event could not be confirmed; the controller successfully communicated with the monitor and log files were able to be downloaded. The reported event could not be confirmed; the controller successfully communicated with the monitor and log files were able to be downloaded. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.